Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential pressure transducer fails calibration testing. The issue occurred during patient use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event was unable to be duplicated. The unit was continuously running in ventilate mode and no failures were reported. The events log did confirm the transducer error.